Event description:
Post-operative breakage of vuepoint screws occurred in a pt who had previously received two fusion surgeries at c2. In addition, prior acdf had occurred at c3-c4 and c6-c7. Current construct includes occipital plate placement with adjacent anchoring at c2. Revision occurred on (B)(6) 2011. The existing rods and screws were removed and replaced; the construct now extends from the c2 through c5 vertebral bodies. The occipital plate was retained and the remaining construct was attached to it. The pt is reportedly doing well.

Manufacturer narrative:
Explanted construct has not been returned to date but is available for eval. There is no discernible trend associated with this product and the reported event type. Pt post-operative activity levels and/or compliance with post-operative care instructions is unk at this time. A f/u report will be filed when new relevant info is available. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."